Event description:
The report received indicated that pta was being performed on a lesion in the right vertebral artery with moderate calcification and vessel tortuosity, the rate of stenosis was 85%. The lesion was located 5mm from the ostium and was at an approximate 40 degree angle to the subclavian artery. After the pre-dilatation was conducted with an unknown balloon catheter, a palmaz genesis (complaint product) was delivered to the target lesion. However, the stent was placed approximately 1cm from the intended position during the stent deployment. Therefore, an additional stent (details unknown) was delivered and placed in the lesion. The entire target lesion was fully covered and the procedure was completed without other problem. There was no adverse event and the patient is in stable condition. No product return. There were no kinks or other damages noted prior to inserting the product the product into the patient and the device prepped normally. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use and the sds was prepped according to IFU guidelines. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was applied to the sds.

Manufacturer narrative:
The report received indicated that pta was being performed on a lesion in the right vertebral artery with moderate calcification and vessel tortuosity, the rate of stenosis was 85%. The lesion was located 5mm from the ostium and was at an approximate 40 degree angle to the subclavian artery. After the pre-dilatation was conducted with an unknown balloon catheter, a palmaz genesis was delivered to the target lesion. However, the stent was placed approximately 1cm from the intended position during stent deployment. Therefore, an additional stent was delivered and placed in the lesion fully covering it and the procedure was completed. There was no adverse event and there is no reported patient injury. There were no kinks or other damages noted prior to inserting the product into the patient and the device prepped normally according to IFU guidelines. The stent was not manipulated during prep; it was properly mounted on the system when inspected prior to use. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated and negative pressure had been applied. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15371328 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.